Event description:
It was reported that the procedure was to treat a chronic total occlusion due to restenosis located in the heavily calcified, mid right coronary artery (rca). A 3.0x33 mm xience xpedition was deployed in the distal rca, a 3.5x48 mm xience xpedition was deployed in the proximal rca and to cover the unstented areas between those stents a 3.5x28 mm xience xpedition was implanted. Post-dilatation of the proximal stent was performed with the stent delivery system (sds) balloon up to 20 atmospheres. The balloon caught with on the stent struts and calcification and resistance was felt trying to retrieve the sds balloon. At this point it was observed that the sds balloon was ruptured and the balloon markers were separated. The decision was made to retrieve the sds balloon with the guide wire, after which it was observed that the balloon segment had separated from the sds. No guide wire was able to be placed again and the fragment of the balloon remains in the patient. The patient will undergo surgery in january to remove the separated segment. At the moment, the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The balloon rupture could not be confirmed as the separated portion of the sds was not returned. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual/dimensional/functional/scanning electron microscopy imaging/chemical analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. It is likely that the balloon interacted with the lesion upon over inflation, such that it became damaged (scratched) and tore as a result.